Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Torn material. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn, with a piece torn off and missing. The lens was returned dry. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert a 12.6mm micl 12.6 implantable collamer lens and the haptic tore. There was no patient contact or injury and the backup lens was implanted with no problem.